Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced vein perforation. In relation to a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced vein perforation during vascular access. It is unknown when the perforation was identified. The patient was either hospitalized or had hospitalization extended due to the complication. It is unknown if the procedure was completed successfully. It is unknown if the device will be returned for analysis. It was reported that the perforation occurred in the right external/common iliac vein during the procedure and was located via venography. A site of severe vessel tortuosity was present within this area, and resistance was felt when maneuvering there. No medical intervention was needed, the perforation resolved spontaneously. The patient was noted to be stable with no long-term sequelae from the complication.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced vein perforation. In relation to a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced vein perforation during vascular access. It is unknown when the perforation was identified. The patient was either hospitalized or had hospitalization extended due to the complication. It is unknown if the procedure was completed successfully. It is unknown if the device will be returned for analysis.